Manufacturer narrative:
(B)(4). Upon inspection of the pro140 lot 45141: after obtaining the device, during my inspection of the loop articulation, it was noticed that the cable that controls the loop articulation in the z-plane was severed at the universal. Investigation has been initiated to further investigate the nature of the failure. Upon inspection of the pro145 lot 44618: after obtaining the device, during inspection of the loop articulation, it was noticed that the loop will not stay locked in the z-plane. After further investigation it was found out that the articulation, cable that controls the up-down (z plane) articulation of the device pulled out of the cable sleeves that are tighten down onto the bottom articulation gear in the handle of the device. There was no patient harm or injury reported. This MDR is filed as a result of an internal retroactive review.

Event description:
During the procedure the devices' locking mechanism broke. The case was completed by the same like device of another size.